Event description:
It was reported that one (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath. A non-abbott intracardiac echocardiography (ice) was used for image guidance. During procedure, the left atrial pressure was 16mmhg, activated clotting time (act) levels were 285s and heparin was administered. After one recapture to ball with the device. It was fully recaptured, removed and replaced with the 20 mm device. The 25mm amulet was too large, there was no additional product experience other than the mis-sizing occurred and the amulet was removed from the patient prior to release from the delivery cable. The 20mm amulet was successfully implanted using the same delivery system after one partial recapture. There was a small pericardial effusion was noticed interprocedurally, after release of the delivery cable, prior to the patient leaving the lab. The effusion was circumferential with the largest accumulation adjacent to the right atrium and a small amount along the lateral wall of the left ventricle (lv). The size of the effusion was less than 5mm in diastole. A pericardiocentesis was performed in the evening of the procedure and 450 cc's of fluid was removed. The patient was recovered well and was sent home the following day. The physician mentioned the first implanted device was "too large" and that was the cause of the effusion.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of patient-device incompatibility (implant-related tissue damage) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported patient-device incompatibility related tissue damage could not be determined. The patient effects of pericardial effusion appears to to related to oversize device (too large). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.